Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to readmit patient to correct discrepancy. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient could not be readmitted due to a discrepancy. A technical support specialist stated that support was unavailable for the patient-to-patient transfer. Additionally, the system was functioning as designed. The customer attempted to correct a transaction that had occurred eight days after the original transaction. However, station was hardcoded to allow corrections only within a maximum of three days, and the facility settings permitted only a single day. Feedback was provided to the customer. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user was unable to readmit patient to correct discrepancy. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.